Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.